Manufacturer narrative:
An event regarding crack/fracture involving a universal driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the tip of the universal driver shaft was fractured off. A discussion with the mar group, concluded based on a visual inspection, of the universal driver shaft found the fracture to be from torsional overload. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 4 other events for this lot. Conclusions: the investigation concluded that the fractured tip of the universal driver shaft was caused by torsional overload. No material or manufacturing defects were observed on the surfaces examined.

Event description:
A trident screwdriver was being used to insert a screw when the tip of the shaft broke approx 3mm froom the end. The broken fragment was reccovered and the operation continued without delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A trident screwdriver was being used to insert a screw when the tip of the shaft broke approx 3mm froom the end. The broken fragment was recovered and the operation continued without delay.

Event description:
A trident screwdriver was being used to insert a screw when the tip of the shaft broke approx 3mm froom the end. The broken fragment was recovered and the operation continued without delay.